Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of redq3749 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter was sheared during training. Inserter pulled back catheter over needle and catheter sheared into patient's tissue. Catheter removed via special procedures without incident. Hospital retained device and removed portion of catheter.